Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high and low blood glucose. The customer¿s blood glucose level was 450 mg/dl, 447 mg/dl, 30 mg/dl at time of incident and current blood glucose level was 244 mg/dl. The customer was treated with manual injection with food and syringes. The customer was advised to monitor pump and blood glucose. The customer was advised to disconnect from set and remove the reservoir from the pump. The insulin pump will not be returned for analysis.